Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the insulin pump had failed battery test alarm and battery out limit. Customer's blood glucose level was 165 mg/dl. Customer states the pump alarmed during normal use. Customer also report multiple pump error on insulin pump. Insulin pump will not be returned for analysis.